Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large needle driver instrument involved with this complaint to perform failure analysis (fa). Fa investigations replicated/confirmed the customer reported complaint. The instrument was found to have a loose pitch cable at the proximal end of the instrument. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large needle driver instrument was not moving/rotating correctly. The procedure was completed with no reported injury.